Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio (B)(4): 1.6. Date: last week, inratio (B)(4): 4.6, inratio (B)(4): 2.6. Patient self tester tested today on strip lot #247451 and received a 1.6 and is questioning the result because last week she tested with the same lot #247451 and received 4.6 inr. Last week when she received the 4.6 from the new box of strips she immediately re-tested on a new finger with a new finger stick on the old strip lot that she had saved, lot #234523, and received a 2.6. She was content with 2.6 because it was in her therapeutic range. No changes were made to the patient's coumadin dose.